Manufacturer narrative:
Product event summary the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient complained of "almost passing out", palpitations and being shocked. Follow up indicated that the patient was shocked due to atrial fibrillation. It was determined that the patient's implantable cardioverter defibrillator (ICD)  was nearing elective replacement indicator (eri). The ICD was explanted and replaced due to patient's extenuating circumstances. Nopatient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6940 implantable tachy lead (B)(6) 2000. (B)(4).